Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate was inaccurate. Customer's blood glucose level ranged from 386-396 mg/dl. Customer declined to further troubleshoot with tandem technical support and reverted to manual injections.